Event description:
A healthcare facility reported that the surgery schedule was canceled due to an issue with the air pressure. It is unk if there was any pt involvement and/or at what point the reported event was noticed. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and was unable to replicate or confirm the customer reported event. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).